Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they verified all fault codes and could not duplicate issue. Also associated with the event was the augmentation below limit set and gas loss in iab circuit alarm. Device passed the performance and safety checks according to factory specifications.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that the cardiosave intra-aortic balloon pump (iabp) gas was in the circuit. The balloon was not deflating. No patient harm was reported.